Event description:
Depuy spine was made aware of a patient who was implanted with expedium hardware who experienced screw breakage 3-months post-op. Surgeon performed l4-l5 laminectomy, medial facetectomy, removal of spondylosis and decompression of nerve root. Documents state patient has continued pain but reports no revision surgery or other actions taken to address the broken screws.

Manufacturer narrative:
Information about this event are limited at this time. No conclusions can be made at this time. Device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. Notches, scratches, or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device.